Event description:
The report indicated that during extra-corporeal membrane oxygenation after 58 hours, it was noted the screw at the bottom of the bio-pump had broken off and there was no flow. The unit was changed out without any pt compromise. Please note this is an off-label use of this device.